Manufacturer narrative:
The investigation is considered as closed. Based on the provided image we can confirm that the first deployed filter is not fully opened after deployment. We recommend retrieval of the unexpanded filter due to the risk of migration.

Event description:
The hooks of the device did not open. A second filter was placed in a cranial position in order to prevent migration of the malfunctioning one. Placement of a second ivc filter.